Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion error. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
(B)(4). The initial manufacturer report stated that the constant upstream occlusion was not reproduced. Further review of the device evaluation found that the alarm was reproduced by baxter during the evaluation.